Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen became shattered and an unspecified malfunction alarm occurred. The customer stated that it was unknown of how the touchscreen became damaged. The customer's blood glucose level was 158 mg/dl. The customer reported that manual injections would continue to be used for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.